Manufacturer narrative:
Failure analysis (fa) lab received vela main pcba. Fa installed the main pcba in to a known good vela unit. Upon start up, unit received ¿vent inop¿. The event log indicated post dac or adc error (8, 4013, 2). Voltage at r608 measured 0.001 vdc compared to a functional main pcba of between 3.8 and 4.189 vdc.

Manufacturer narrative:
(B)(4). Carefusion is still awaiting the return of the alleged faulty unit. As of august 31, 2015, the unit has not been received.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that was alarming vent inop. The event occurred during testing, no patient involvement. The customer requested to send the unit in for repair.